Manufacturer narrative:
Date of event (b3) and patient weight (a4) are estimated.

Event description:
It was reported that the patient experienced pain at the ipg site due to a pressure sore at the ipg site, being bed bound due to unrelated issue. As such, surgical intervention is anticipated to address issue.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Additional information received indicates that surgical intervention took place on (B)(6) 2026 wherein the entire system was explanted to address the issue.